Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 6-12f mynx venous vascular closure device (vcd) popped on the way out. The device was removed, and pressure was held. There was no reported patient injury. The user was trained to the device. A non-cordis sheath was used. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The common femoral vein had a non-cordis stent in place. It is suspected that the balloon rubbed against a stent strut. The device will not be returned for evaluation. A product history record (phr) review of lot f2429901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, vessel characteristics/concomitant device factors most likely contributed to the loss of pressure reported as it was stated that the common femoral vein had a stent in place, and it was suspected that the balloon rubbed against the stent strut. According to the mynx control venous instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral vein.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the available information suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6-12f mynx venous vascular closure device (vcd) popped on the way out. The device was removed and pressure held. There was no reported patient injury. The user is trained to the device. A non cordis sheath was used. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The common femoral vein had a non cordis stent in place. It is suspected that the balloon rubbed against a stent strut. The device will not be returned for evaluation.

Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.